Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump alarmed motor error. He was able to clear it 30 minutes ago when he first called. He was attempting to bolus and it worked. The reservoir went empty tried to change it out and when he was priming the device alarmed again motor error. Customer attempted to clear the alarm, he changed the infusion set twice and both times he was able to rewind but the alarm reoccurred during the fill tubing process. Customer's blood glucose was 180 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer did drop the device the last time he had his doctor's appointment. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
All buttons functioned properly. No damage on the keypad assembly and no button error alarm during testing noted. The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, broken battery tube threads and a missing end cap sticker.